Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4111, 4110 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. The imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted. The reported product was located on an unknown tooth site and used for approximately 5 years prior to the notification date. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63346402. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63346402) for similar event and no other complaint was identified utilizing keyword(s) (fracture : implant). September post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (implant fracture) or product (tsv4b11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reported a fractured implant. Implant has not been removed. Patient to return for additional appointments.